Event description:
The customer stated that her blood glucose readings had been higher than usual. While troubleshooting, she performed control tests and received results of 326 and 382 mg/dl. The normal control range was 104-143 mg/dl. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.